Event description:
The account alleges that during access for a percutaneous transluminal coronary angiogram [ptca] procedure, the 6f access wire unraveled within the patient vascular system. The wire was no longer able to be used for vascular access and had to be removed. A vascular surgeon was consulted to assist in the removal of the access wire with no additional consequences to report.

Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.